Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a unresponsive buttons. The customer blood glucose level was unknown. Caller states that the customer jumped into a pool with the insulin pump. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.